Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the device displayed "leads off". There was no pt involvement.